Event description:
On (B)(6) 2011, sales rep called in an issue reported by a physician where a pt presented with pain and at her (the pt's) request, dr (B)(6) removed the devices laparoscopically. Follow up to gather additional information from physician / physician's office was performed on (B)(6) 2011. Confirmation of medical necessity and resolution of pt symptoms was never provided. The sales rep did state in a follow up call that the dr did not mention medical necessity. The pt felt pain, a test was done to rule out infection, and pt wanted removal. No other treatment was attempted before surgery.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).